Manufacturer narrative:
This medwatch submission represents the pump stoppage and device exchange events. The referenced outflow graft kink was reported under medwatch MFR report# 2916596-2016-02554. (B)(4). Approximate age of device ¿ 1 year and 9 months. The replaced portion of the driveline was received for investigation. The pump is also expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that pump stoppage events occurred on (B)(6) 2016. Review of the system controller log file by the manufacturer's technical services representative revealed speed decelerations and pump stoppage events on (B)(6) 2016. X-ray images appeared unremarkable and showed no specific areas of concern. The patient was asymptomatic. On (B)(6) 2016 a driveline evaluation was performed by technical services representatives. No broken wires were found during phase interrupter / electrical continuity testing. A percutaneous lead (driveline) replacement was completed. The lvad system was connected to a grounded power module patient cable following the repair and no issues were initially reported. On 12/08/2016 it was reported that the low speed and pump stoppage events reoccurred. The patient underwent a pump exchange on (B)(6) 2016. A subcostal approach for the device exchange was attempted; however, the outflow graft was reported to be obstructed. A full sternotomy was required, and the outflow graft was reported to have been kinked at the distal end. No additional information was provided.

Manufacturer narrative:
The evaluation of the returned device confirmed the internal driveline wire damage that would have contributed to the reported event. The pump was returned assembled with the driveline cut approximately 1.5 inches from the pump housing and 10 inches of the distal end portion of the driveline was also returned. The 19 inch portion of the driveline that was previously replaced was also returned for evaluation. All segments of the driveline were tested for electrical continuity in the condition that they were received in and did not reveal any discontinuities or shorts. The outer silicone jacket, clear bionate cover, and the metal braided shield were carefully removed in order to examine the underlying wires. Visual examination of the 10-inch internal segment of the driveline revealed a breach to the insulation of the orange wire, approximately 1.75 inches from one of its cut ends, which is approximately 3.25 inches from pump housing. The observed wire damage appeared to be the result of repetitive movement of the driveline at this location. Abrasions to the insulation of the other wires were observed. However, high potential testing did not reveal any additional areas of current leakage. If the exposed conductors of the orange wire contacted the braided shield while operating on the power module, the resulting short to ground would have resulted in the red heart alarms and pump stops that were confirmed through the analysis of the submitted system controller log file. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.